Event description:
The event is reported as: after 3 or 4 staples, the mechanism jams. No injury reported.

Manufacturer narrative:
At the time of this report, device has not been received for eval. The results of the investigation are not available at the time of this report. A f/u report will be sent when completed.